Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 row c was not detected on the bus. The field service engineer updated the firmware and rebooted the station. After the reboot, all pockets were accessible, and the customer was then able to conduct an inventory successfully. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the main drawer 5.2 and the half heigh drawer cubies (a1 - e4) were not detected on the bus. The customer tried to recover the station by rebooting the system, but the issue still persists, thereby preventing the user from accessing the medication. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this incident.